Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: during testing, evidence of contamination was found under all key contacts. The up arrow key contact was damaged. The battery compartment was cracked at the threads and the battery cap was damaged. The keypad cover had been returned torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts, damage to a key contact, and damage to the battery compartment and battery cap. This report is made based on results of investigation completed on 06/24/2014. There was no adverse event associated with this complaint.